Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the site was having issues getting a consistent communication between axiem and the emitter. The site noticed the cable on the emitter had some damaged pins. They taped the cable to the axiem box and were able to get a consistent line of communication. There was no reported delay to procedure and no reported impact to patient outcome.

Manufacturer narrative:
The cable was returned for analysis. Analysis found that the cable failed a continuity test. If information is provided in the future, a supplemental report will be issued.